Manufacturer narrative:
Analysis of the event log confirmed the reported event; an error 007 was displayed on (B)(6) 2025. This error means that the device is not able to connect to network/back-office review of the log permit to establish that sim card on the device has been changed. The card is related to another device therefore, these cards are designed to be automatically blocked/suspended when they are not positioned in the associated device, even if they are still able to connect to back-office like in this case. The reason why the sim card has been changed could not be established. It could have been a test done by hospital staff, or an oversight at reception. The sim card has been reactivated and works normally. No general malfunction is suspected with the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, a pacemaker patient contacted the university hospital (B)(6). His smartview connect display showed the error code .007. After restarting the device, the display showed the last successful transmission.